Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling power supply was deformed and bent on the compact air drive device. It was noted in the service order that the device attachment was defective. It was further determined during the pre-repair diagnostics assessment that the device failed for check air hose coupling, check for air leak, check function of soft mode switch (safety system), check for untrue running, check triggers for forward / reverse mode, check for excessive noise, check the power with test bench: min. 110 to 160 w and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.